Event description:
Reporter alleged seeing a blood glucose result of 777 mg/dl which is outside the reading range of the device. It was stated the result ws not found in the meter and no actions were taken nor treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.